Event description:
A patient specific prescription form was received reporting the following: left side. Reason for revision: luxation and instability. Device being requested is a total bayley walker shoulder. Proposed date of surgery is blank. Other notes are "bw type. Flexy elbow. Elbow stem 50mm. Overall replacement - 10mm shorter than current replacement (with extension).".

Manufacturer narrative:
Reported event: an event regarding dislocation involving a minimally invasive grower, total humerus, humeral component was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mig total humeral replacement which was inserted in (B)(6) 2018. The surgeon reported shoulder luxation and instability. The CT scan provided showed the humeral head of the implant has anterior dislocation which can cause instability of the shoulder. Therefore, the radiographic review can confirm the reason for revision. Device history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 11 jun 2018 with no reported discrepancies. Complaint history review: there has been 1 other event. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific prescription form was received reporting the following: left side. Reason for revision: luxation and instability. Device being requested is a total bayley walker shoulder. Proposed date of surgery is blank. Other notes are "bw type. Flexy elbow. Elbow stem 50mm. Overall replacement - 10mm shorter than current replacement (with extension)."